Event description:
B. Braun double ended transfer needle used in preparing IV's is breaking off and part still sticking in the vial. Then med cannot be drawn out. Product doe is (B)(4), lot #61444907. Exp: (B)(6) 2020.